Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-apr-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (shoulder arthroplasty registry, airr 00608). The subject previously underwent total shoulder arthroplasty on (B)(6) 2025 utilizing the eclipse implant system. Review of clinical records identified that the patient presented on (B)(6) 2025 for evaluation of a surgical incision, which appeared infected; cultures obtained at that time demonstrated moderate growth of serratia marcescens. An incision and drainage procedure was performed on (B)(6) 2025. The patient continued routine follow-up without complication until on (B)(6) 2025, when they reported pain and delayed recovery. A revision procedure from anatomic shoulder arthroplasty to reverse shoulder arthroplasty was performed on (B)(6) 2025, during which a secondary drainage was completed; the revision procedure was successful. Study participation concluded on (B)(6) 2025. Device causality was assessed as probably related.